Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm was unable to duplicate the customer's reported issue, and observed all tests passed to factory specifications. Subsequently, all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient harm, and no adverse event was reported.